Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise and burnt c-cover. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction no signal and malfunction found during device evaluation image noise was due to corrosion on plug unit. The most probable cause of the other malfunction found during device evaluation was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had no signal during inspection for use. There were no reports of patient involvement.